Manufacturer narrative:
Follow-up # 1 ¿ (01/26/2015). The patient¿s meter has been returned on 1/9/2015 and evaluated by lifescan product analysis on 1/14/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 01/16/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(6), alleging that his onetouch ultra2 meter read inaccurately high compared to his feelings. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient on (B)(6) 2014. The patient reported that the alleged meter inaccuracy began on the evening of (B)(6) 2014. The patient reported obtaining a blood glucose reading of ¿10 mmol/l¿ with the subject meter. During the follow-up call, the patient stated that he manages his diabetes with a fixed dose of insulin (nph 10 units in the morning and 4 units at bedtime; (B)(6) 9 units once before supper). The patient stated that he tests his blood glucose three times a day (morning, supper and before bedtime) and his usual blood glucose range is between 7-8 mmol/l during the day and around 10 mmol/l before bedtime. During the follow-up call, the patient claimed he did not make any changes to his usual diabetes management in response to the elevated reading. The patient reported that at 3:00am on the following morning he developed symptom of ¿sweating¿; symptom he associated with a low blood glucose excursion. During the follow-up call, the patient denied receiving any medical treatment in response to his reported symptom and claimed he had been doing additional physical work around the house which may have caused or contributed to his symptom. During troubleshooting, the csr confirmed that unit of measure was set correctly on the subject meter. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of severe hypoglycemia after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The patient¿s test strips have been returned on 2/3/2015 and evaluated by lifescan product analysis on 2/3/2015 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.